Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nsln episode was observed due to intermittent undersensing of pvcs. Reprogramming the device was recommended.